Event description:
New information noted the ventricular leadless pacemaker (lp) was fixated prior to the sprung helix and dislodged towards the apex.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was sprung during repositioning. The lp was removed and replaced. There were no patient consequences.